Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was static gray which covered the entire display. The was no impact to the customer's blood glucose. Reportedly, customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified (malfunction 3).